Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Was a complete transection of the white breakaway washer visually confirmed? What is meant by ¿firing failure¿? Were any staple formation issues identified intraoperatively? If so, please describe the shape and location. How was the leak addressed intraoperatively? How was the integrity of the anastomosis checked following the repair? Was the loop ileostomy planned or performed due to the intra-operative issues experienced? Can more information be provided on the patient complications and treatments? Can more information be provided on the what was meant by, ¿disrupted staple line¿? Please further describe staple form and location of the disruption. Was the disruption in the area of the previous repair? Was any tissue ischemia observed? How was the disruption addressed? What is the current status of the patient? (B)(4).

Event description:
It was reported that a patient returned to the hospital with unknown complications after having had a low anterior resection procedure where a manual circular stapler was used.

Manufacturer narrative:
(B)(4).date sent: 07/09/2020.